Event description:
It was reported that the patient was referred from an outside hospital for a suspected right ventricular (rv) lead perforation. The perforation was confirmed by CT imaging. No capture at maximum output was also noted. The lead was explanted and replaced without any complication.